Event description:
Lead impedances began rising in february and increased to over 1500 ohms. Lead was explanted and replaced. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 76 cm proximal to the lead tip. Only the distal fragment was received for analysis. Explantation aids were still inserted in and mounted on the distal lead fragment. It is reasonable to assume that the lead was cut during the extraction procedure. The returned lead fragment was visually and electrically analyzed. During the visual inspection it was noted, that the distal lead region was covered in fibrotic growth. Although the lead was found to be electrically continuous, calcification is known to cause high impedance. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. Additional damages like several cuts into the insulation, the in the medial fragment ruptured inner and outer insulation as well as the stretched conductor coils most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.